Event description:
It was reported that when the patient presented for a routine follow-up, no capture in the ra was observed. The lead was found to be dislodged. Lead was repositioned on (B)(6)2017. Patient¿s condition was stable during and after the procedure.